Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia, adhesions and to remove the infected device. The device was explanted and was found to have folded upon itself and the small bowel was exposed to the bare polypropylene. Recurrence and adhesions are known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent repair of a ventral hernia. A composix kugel was implanted in patient during this repair. On (B)(6) 2017: the patient underwent surgery to remove the composix kugel and repair a recurrence of patient¿s hernia defect. During the surgery the physician encountered dense adhesions and noted that the infected mesh ¿had folded upon itself and the small bowel was exposed to the bare polypropylene.¿ the composix kugel implanted in patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering and other damages. The patient has been injured and sustained past and future severe pain, suffering, disability, impairment.